Event description:
It was reported that during a percutaneous transluminal angioplasty procedure the inflation of the balloon catheter resulted in a dissection. An attempt to stent the dissection was unsuccessful. The dissection was considered stable, and no further intervention was made.